Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the post approval 2 (pas2) clinical study. This complaint is being reported based on the event of pneumonia . According to the complainant, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe. On (B)(6) 2013, the patient experienced an event of pneumonia. On (B)(6) 2013, the patient went to the ER for asthma exacerbation with symptoms of shortness of breath and sputum. The patient was treated with prednisone, duoneb and solu¿medrol for the asthma exacerbation and received the ceftriaxone and azithromycin for the pneumonia. The patient was hospitalized due to the pneumonia, and was discharged on (B)(6) 2013. The event of asthma exacerbation was considered resolved as of (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.98, fev1 % predicted: 67.73, fvc: 4.85, fvc % predicted: 82.76. Post-bronchodilator: fev1: 3.43, fev1 % predicted: 77.95, fvc: 5.35, fvc % predicted: 91.30. .

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4). This complaint is being reported based on the event of pneumonia . According to the complainant, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. On (B)(6) 2013, the patient experienced an event of pneumonia. On (B)(6) 2013 the patient went to the ER for asthma exacerbation with symptoms of shortness of breath and sputum. The patient was treated with prednisone, duoneb and solu¿medrol for the asthma exacerbation and received the ceftriaxone and azithromycin for the pneumonia. The patient was hospitalized due to the pneumonia, and was discharged on (B)(6) 2013. The event of asthma exacerbation was considered resolved as of (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.98, fev1 % predicted: 67.73, fvc: 4.85, fvc % predicted: 82.76. Post-bronchodilator: fev1: 3.43, fev1 % predicted: 77.95, fvc: 5.35, fvc % predicted: 91.30. Additional information received as of (B)(6) 2014. According to the complainant, the event of pneumonia was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2).